Manufacturer narrative:
Describe event or problem, patient sex, date of birth, upn, catalog.model #, implant date, other relevant history, patient code, therapy dates and descriptions: updated.outcomes attributed to (B)(4) corrected from other to required intervention.(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that post a stenting treatment procedure, ischemia and angina occurred. A taxus express2 stent was implanted in the 2nd obtuse marginal branch (om) on an unspecified date. In (B)(6) 2011, the patient presented with angina and ischemia. A 99% stenosed lesion was identified in the 2nd om and was treated with balloon angioplasty. No further patient complications were reported and the patient's status is getting better.

Event description:
Same case as MFR#: 2134265-2011-02215. It was further reported: in (B)(6) 2008 a percutaneous coronary intervention (pci) was performed to treat two lesions. The first lesion located in the proximal left circumflex artery had a reference vessel diameter of 2.60mm and length of 12.9mm and 52% stenosis. The lesion was treated with predilatation and deployed a 2.75x12mm taxus express2 stent. Post dilatation was not performed. Residual stenosis was 22%. Timi flow improved from 2 to 3. The second lesion was located in the 2nd obtuse marginal branch with reference vessel diameter unknown and lesion length 32.6m with 99% stenosis. This was treated with predilatation and deployed a 2.50x24mm taxus express2 stent and a 2.50x12mm taxus express2 stent and then post dilated. Residual stenosis was 18%. Timi flow improved from 2 to 3. A non bsc stent was deployed to treat a lesion located in the left main coronary artery. The patient was discharged with out complications the next day on bayaspirin and ticlopidine.